Manufacturer narrative:
Additional information added to: d10. The customer¿s report that the tubing set male luer cracked was confirmed. Visual inspection confirmed that the set's male luer collar had cracks. The damages were not expected to have occurred during manufacturing as the breakage was reported to occur during use. The cracks are considered as evidence that the integrity of the male luer lock component may have been compromised. Other factors such as high hoop stress or outside force from use and over-tightening placed on the male luer lock component either during connection or disconnection with a mating component or tool, use conditions such as application of aggressive disinfectants/cleaning agents, extended use and repeated connection/disconnection of the component may also contribute to the cracking. The sample was inspected for kinks, holes/tears in the tubing or damages to the components. There were cracks on the set's nut/spin collar of the male luer lock. The cracks were in the direction of the fluid flow and one of the cracks was observed to be approximately opposite the luer injection gate. No other damage or issue was observed. The root cause was not identified.

Event description:
It was reported that the tubing set male luer cracked during use on a patient. Although requested, there has been no impact to patient response or additional event information made available to date.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient demographics requested but not provided.

Event description:
It was reported that the tubing set male luer cracked during use on a patient.